Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated describe event or problem b5, lot number, catalog number and unique identifier (UDI) # d4, and concomitant product/therapy c2/d10.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) migrated out of corpora due to bad tissue and lack of capsule formation. The ipp was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated out of corpora due to bad tissue and lack of capsule formation. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx 18: (B)(4).